Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced kidney malfunctioning which led to peritonitis. Four days after experiencing the peritonitis the pt was hospitalized for the event. Treatment was not reported. Five days later, the patient was discharged from the hospital. At the time of this report, the peritonitis had resolved, the pt was recovered from the peritonitis and dianeal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). On an unknown date, the patient had surgery to receive a donated kidney. On an unknown date, the patient's body rejected the donated kidney. On the same day that the patient was hospitalized for peritonitis and kidney rejection. On an unknown date, the patient underwent a surgery to have the donated kidney removed. The patient was discharged from the hospital. A review of all batch record documents was performed for potentially associated lot number gd894295 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted.